Event description:
It was reported that the material presented rupture near the connection with the butterfly after 30 days of use / installation, being necessary to remove the catheter. This resulted in additional costs for the institution. / note: the catheter was not resistant.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed with a 12 ml syringe of water and a spraying leak was observed in the catheter at the distal end of the strain relief, proximal to the 0 cm depth marker. The catheter was found to be partially occluded distal to the split in the catheter. Tensile weakness was observed in the catheter around the area of the leak. A microscopic observation revealed a relatively large longitudinal split in the catheter at the leak site. The split was observed to be mostly straight with a slightly curved middle section. The edges of the split were observed to be somewhat uneven and the fracture surfaces were observed to have a granular texture. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The product IFU states: ¿do not flush against resistance.¿ and ¿do not use a syringe smaller than 10 cc!¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0230 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported that the material presented rupture near the connection with the butterfly after 30 days of use / installation, being necessary to remove the catheter. This resulted in additional costs for the institution. / note: the catheter was not resistant.